Event description:
It was reported that the patient experienced systolic heart failure due to a combination of recovery and status related to the cardiac resynchronization therapy pacemaker (crt-p) upgrade four weeks prior. The device remains in use. The patient is a participant in a clinical study.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.